Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(6). (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in a transgastric position to treat a pancreatic walled of necrosis (won) during a procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018, the patient developed a fever due to the infection of necrotic substances. On (B)(6) 2018, a necrosectomy was performed using "three leg" forceps, and, during the procedure, the physician felt a "considerable catch." Reportedly, it seemed that the scope got caught on the stent causing the stent to migrate inside the stomach. The stent was removed using forceps, and four double pigtail stents were placed to secure the fistula and complete the procedure. Reportedly, most of the liquid had been drained from the walled-off necrosis, and most of the remaining material was necrotic. On (B)(6) 2018, the four double pigtail stents were removed, and a second hot axios stent was placed successfully. There were no further patient complications reported as a result of this event.